Event description:
It was reported that the lead exhibited impedance of 2000 ohms, a capture anomaly and sensing issue. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.